Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp standard bore catheter extension set was difficult to disconnect. It was further reported that the blue cap was hard to remove and the user had to use curved forceps to remove the cap. When doing so, "the end of the onelink connector broke". This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed and it was determined that the assembly between the tubing and the two piece luer lock assembly was broken due to the force exerted by the customer to remove the tip protector. As part of the sample analysis, a dimensional inspection was taken for the two piece luer lock and tip protector and the results were within the range established in the specification; however, the dimension of two piece luer lock, although it is within the range established in the specification, it is in the upper tolerance limit of the specification. When the dimension of components is near the upper tolerance limit, the dimension that interacts with the tip protector could cause difficulty to remove the component. The reported condition was verified. The cause of the reported condition was due to a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.